Event description:
Caller reported several issues with his pump during a renewals call, including a loose charge port that caused the cable to fall out unless held in place. There was no adverse impact to the customer¿s blood glucose level. Caller declined technical support, and no further actions were taken or required by technical support.